Event description:
Safety wire issue. No additional information is available at this time. Patient outcome is unknown at this time.

Manufacturer narrative:
Event evaluation: still under investigation.